Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed no delivery on 04/19/2024 20:17:04.000 in pump downloaded history. However no pump error 38 noted in the pump history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump was cut open to perform visual inspection and found moisture damage on the home switch. The motor was tested outside of the device on the ngp stb3 and failed which was expected. The following were noted during visual inspection: corroded battery tube, scratched case, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed rewind anomaly during testing. Pump error 38 was confirmed during testing due to corroded home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.